Manufacturer narrative:
The account found the issue to be the nurse call board. The account replaced the nurse call board to resolve the issue.

Event description:
The account alleged the nurse call was not functioning. No pt impact.